Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient¿s symptoms of infection include increased pain and presence of drainage at the incision site. The patient also had sensitivity at pocket site, pus and wound dehiscence at the lumbar incision site. The patient started to have these symptoms after a previous revision (MFR report #: 3006630150-2014-01065).

Event description:
A report was received that the patient had developed an infection at the pocket site. Symptom included swelling at the incision site. The physician believed that the infection was not device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure.

Event description:
A report was received that the patient had developed an infection at the pocket site. Symptom included swelling at the incision site. The physician believed that the infection was not device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure.